Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal fusion therapy. It was reported that the device has broken. There was no patient involvement and no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part#: 3990004, lot#: nm19a017 visual inspection confirmed the knob on the back end of the shaft of the inserter has broken. Optical inspection of the fracture area confirmed the knob broke at the laser weld. This type of damage is consistent with excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.